Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: a review of the pump¿s black box showed that pump reboots had occurred. A visual inspection of the pump showed no damage to battery compartment or returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap contact measurements were found to be within specification. During testing, the pump was exercised for 24 hours with the returned battery cap with no power loss or reboots occurring. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The complaint of an intermittent power issue was shown in the pump history but could not be duplicated during investigation.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.